Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear, which they acknowledged and understood.